Event description:
The customer stated that she fell on the insulin pump causing damage to the screen and case. The screen was black, and the case was cracked. The customer was unable to treat for her blood glucose levels, which were greater than 600 mg/dl. The customer stated that she would be going to the emergency room for a back up plan and to make sure she was not in diabetic ketoacidosis. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display window. Unable to perform any of the functional testing due to cracked and bleeding display window and damage battery tube threads.